Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047 and h11f22040 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of infection and peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2011, the patient experienced an infection. On (B)(6) 2011, the patient was hospitalized for the infection and peritonitis. Treatment was not reported. On an unreported date in 2011, the patient had recovered from peritonitis. The patient was recovering from the infection. On (B)(6) 2011, the patient was discharged. On an unreported date, dianeal therapies were withdrawn and the patient was switched to hemodialysis. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not comment or provide an opinion of causality for the event of infection reported by the consumer.